Event description:
It was reported that "surgeon was drilling holes through femoral sizer block for the femoral cutting block. Tip of drill broke off. Sizer block was removed and broken tip was retrieved with a clamp."

Manufacturer narrative:
Summary of evaluation: the results of the investigation indicate that the drill fractured due to a combination of torsional and ductile overload . It is believed that the insertion/extraction angle was excessive and in combination with an applied bending load resulted in a fracture.